Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, cannot walk properly and has so many issues. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches, cannot walk properly and has so many issues. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings of evaluation are dust/dirt contamination found on the air inlet, bottom cover, motor casing/impellers and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that the device has slight black contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.